Event description:
The customer reported that the instrument did not work properly. While attempting a seal an endtone was heard, indicating a completed seal, and no seal was made. There was also some leaking from the completed seals. The device blade was broken as well. However, nothing fell into the pt cavity. No injury was sustained to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The incident device was returned, evaluated and found to function within spec. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Visual inspection also found that the knife was broken. The broken piece was approx 2mm in length. It is possible the customer hit a staple, metal pin, or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.